Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
The reported issue with failing internal leakage test has been confirmed during evaluation of the provided problem description and service report. Ventilator's log files were not attached. Our fse (field service engineer) was on site to investigate the issue further and found out that the expiratory cassette and inspiratory pipe were defective and required replacement. The reported failure will be detected during puc. The internal leakage test and also other tests, for example pressure transducer test, may fail. The most probable root cause (if not confirmed in event description) to the reported issue was that there was dirt on the expiratory cassette membrane. It is very important that the valve membrane and the membrane seat in the expiratory cassette are clean. If there is dirt particles on the valve membrane it may not seal to membrane seat correctly. Dirt particles can create leakage in the expiratory cassette. Since no parts were returned for investigation, the root cause of the reported problem could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).